Event description:
The customer reported that the drive support cap was sticking out and he pushed back in. The blood glucose reading was 166mg/dl. Advised the caller to disconnect from the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the end cap sticker was missing. The drive support disk was inspected and no anomaly found. The device had cracked reservoir tube lip and cracked case near the display window corners.